Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pin, which was observed during physical inspection and considered confirmed. The depressed battery pin intermittently prevented d/c operation. Evaluation found the cause to be a failed back flex. The back flex was replaced through replacement of the rear case. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had a depressed battery pin. There was no patient involvement.